Manufacturer narrative:
H.6. Investigation: a device history review was conducted for lot number 8325612. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Unfortunately a sample could not be obtained for evaluation and testing. Without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint. H3 other text : see h.10

Event description:
It was reported that the bd intima-ii y 24gax0.75in prn ec slm npvc leaked during use. The following information was provided by the initial reporter, translated from chinese to english: verbatim: ¿ after inserting the needle tube for the patient, the nurse found the leakage at the needle tube connection during infusion.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that the bd intima-ii y 24gax0.75in prn ec slm npvc leaked during use. The following information was provided by the initial reporter, translated from (B)(6) to english: verbatim: "after inserting the needle tube for the patient, the nurse found the leakage at the needle tube connection during infusion."